Manufacturer narrative:
The reported event of communication issue between the programmer and the ipg was not confirmed. At receipt the ipg successfully communicated with lab utilities but issued a low battery voltage warning. The ipg accepted charge and was fully charged within specifications and without any connectivity issue noted. It also passed all functional testing (bench and autotest). No root cause was identified for the reported issue.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient lost therapy due to not charging the ipg. The patient has not recharged or used the ipg in a long time. The issue was resolved through an ipg replacement. Effective therapy restored post-op.